Event description:
It was reported that a request to review this patient's episodes was made. Technical services (ts) stated that this patient's cardiac resynchronization therapy defibrillator showed loss of capture of both right and left ventricular (rv, lv) channels. Ts recommended a chest x-ray (cxr) as the distal coil may be pulled back as it was noted oversensing of atrial fibrillation, which caused pacing inhibition with asystole greater than 3 seconds. The patient received inappropriate shocks and anti-tachycardia pacing as a consequence of the oversensing. There is no evidence of therapy exhaustion. The sales representative called back stating the physician said the threshold was better so he lowered the output and discharged the patient. It is unknown if the cxr was done. Ts kept the concern about possible future pacing inhibition and more inappropriate shocks. This rv lead remains in service and no additional adverse patient effects were reported.